Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the surgeon loaded 4 sutures inside the multifix s-ultra 5.5mm knotless anchor and intended to mallet the anchor into the bone , but without entering to the bone it was found out the tip of the anchor broken with the metal shaft. The surgeon removed the broken anchors which still loading within sutures from patient body, but there was 1 tiny proximal screw part that removed first with implant handle dropped to the floor . That tiny screw could not be found as there were some wet towers which removed by attendants . We did try to search within towers and wet floors but it was not available. None of the broken anchors is inside patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed only the anchor body and sleeve were returned. All pieces were intact, there were no fractures/breaks observed. The returned device is single use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, nothing was left within the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the surgeon loaded 4 sutures inside the multifix s-ultra 5.5mm knotless anchor and intended to mallet the anchor into the bone , but without entering to the bone it was found out the tip of the anchor broken with the metal shaft. The surgeon removed the broken anchors which still loading within sutures from patient body by pulling out the handle and using also a grasper for the broken pieces, but there was 1 tiny proximal screw part that removed first with implant handle dropped to the floor. That tiny screw could not be found as there were some wet towers which removed by attendants . It was searched within the towers and wet floors but it was not available. Nothing was left on the patient even though that piece was not found. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.